Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient experienced a hypoglycemic event while driving that resulted in a car accident. The patient reported being disoriented and unable to recognize her actions due to a rapid drop in blood glucose levels. At the time of the incident, her dexcom device was reading 43 mg/dl. She called her spouse and the spouse called paramedics and the police. Paramedics arrived and took a bg reading and it was around 55 mg/dl. They treated her with IV fluid (sugar water). After treatment, paramedics took another bg and it was 118 mg/dl. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.